Manufacturer narrative:
Device was not returned for evaluation so evaluation could not be performed. Device not returned to manufacturer.

Event description:
It was reported via a medwatch form that during a craniotomy procedure, the perforator did not stop and penetrated through the cranium and the dura. It was also reported that the patient suffered a small tear of the dura and a small brain bruise that the surgeon did not believe had any clinical significance to the patient.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device return requested.

Event description:
It was reported via a medwatch form that during a craniotomy procedure, the perforator did not stop and penetrated through the cranium and the dura. It was also reported that the patient suffered a small tear of the dura and a small brain bruise that the surgeon did not believe had any clinical significance to the patient.